Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that had been having low blood glucose events. The patient recently had a low blood glucose of 47 mg/dl and she treated with honey. The customer and her doctor could not explain the hypoglycemic event; the patient felt like god was healing her diabetes. Troubleshooting was declined for the insulin pump due to god's healing. The device was not returned for analysis.